Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the radiographic assessment identified no significant findings. Per the persona knee system package insert (87-6204-055-23, rev. A), pain and swelling are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 7 item # 42500606202 lot # 62689656, tibia cemented 5 degree stemmed right size f item # 42532007502 lot # 63041084, articular surface fixed bearing posterior stabilized (ps) right 11 mm height item # 42521400711 lot # 62604173. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00182, 0002648920-2018-00757, 0002648920-2018-00758. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had initial knee surgery and has reported having twisted his knee while descending stairs causing pain and swelling.